Manufacturer narrative:
Hemocue glucose 201+ system is not available on the us market. However, similar glucose test system, hemocue glucose 201, is available on the us market, 510(k) k020935. Both systems use hemocue glucose 201 microcuvettes.

Event description:
Hemocue has received a complaint concerning deviating results obtained on hemocue glucose 201+ analyzer with plasma conversion. Results obtained on capillary samples on hemocue analyzer were compared to the results obtained on venous samples from the laboratory method (cobas hexokinase method). No patient impact has been reported.